Manufacturer narrative:
Examination of the returned device confirms the screws are stripped causing separation from the metal base. The root cause is being attributed to device wear from normal use and servicing. The black celcon impactor head component is intended to be replaced after heavy usage and the metal portion to be reused. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws inside the impactor are stripped and won't tighten.